Event description:
It was reported that the 9600 system had an error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was modified by the third party med-tech. The reported issue is currently under investigation. A follow up report will be filed when additional details become available. (B) (4).